Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels that ranged from 359 mg/dl to "high." Customer alleged that the pump did not deliver insulin as intended. Pump system check with tandem technical support indicated that the pump and related supplies functioned as intended; however, the customer maintained that the pump did not function as intended. Customer delivered correction boluses and administered manual injections to address bg levels. Reportedly, the customer reverted to manual injections for insulin therapy.